Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.

Event description:
It was reported that the ventricular lead was capped and replaced due to apparent lead fracture. No patient complications were reported as a result of this event. Additional information was provided by the patient's attorney. The attorney alleged, the patient "suffered physical and other injury as a result of the [implanted] recalled lead...[the patient] experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective [lead]. As a direct and proximate result of defendants' wrongful conduct, plaintiff has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages."